Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose was 30 mg/dl at the time of incident and current blood glucose level was 126 mg/dl. Customer¿s other blood glucose level was 60 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with orange. Customer stated that they received beep anomaly. Customer stated that they did not hear beep. Customer did not use auto mode. Customer was performed displacement test and the test results was test completed. Customer troubleshoot was performed for low blood glucose level. The insulin pump will not be returned for analysis.